Event description:
The pt received his scs system, including a surgical lead and an ipg, on (B)(6) 2009. The pt reported pain at the ipg implant regardless if the scs stimulation is on or off. The pt also stated when stimulation is increased, it causes more pain than it relieves. The pt is continuing to work with his physician to rectify the issue. According to the MFR' device registration system, the scs system remains in use. No add'l info was available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.